Manufacturer narrative:
The event of high pacing impedance and failure to capture was not confirmed. The device was returned for analysis. Visual, dimensional analysis, insertion test, electrical test, and impedance test were normal with no anomalies found.

Event description:
It was reported during a lead implant procedure on (B)(6) 2021, the left ventricular (lv) lead had high pacing impedance and no capture. A new lv lead was used and implanted during the same procedure. The patient was recovering.